Event description:
The customer reported a loud pop and then the system would not display a fluoroscopic image. This rendered the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and high voltage cable were replaced. The generator and filament were calibrated during the service call. The system was tested and found to be working as intended and returned to service.